Event description:
A site rep reported that this system displays gray status and gives an error that localizer never started. The report was that the power cycles constantly, and never seems to be tracking. The site rep stated that there was damage to the pins on the external camera cable where it plugs into the lemo connector which goes internally to the scu (camera) and damage to the lemo receptacle. There was no pt present.

Manufacturer narrative:
Pt information not provided as there was no pt involved in this concern. The returned scu was not out of calibration and the lemo connector pins had physical damage. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site to resolve the issue.